Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The pressure transducer printed-circuit board (pcb) was returned for investigation. Visual inspection concluded excessive contamination/oxidation caused by a liquid spill on the pc-board which could lead to the consequence of a short-circuit. Tests in a reference ventilator confirmed the reported problem. The device logs also confirmed the reported pressure transducer sub-test failure during the pre-use checks tests. Our conclusion into this matter is, that a spillage of liquid had occurred on the circuit board, which has led to a short-circuit and generated a measurement failure. Unexpected spillage/liquid (user error)on the control pc-board may result in a short-circuit and cause a stoppage of ventilation, if it were to occur during patient treatment.

Event description:
(B)(4).